Event description:
During a pulmonary vein isolation (pvi) procedure for the treatment of atrial fibrillation, a faradrive steerable sheath was selected for use in the left atrium. After the sheath was inserted into the patient, and prior to catheter insertion, the dilator and guidewire were removed. Air aspiration was then performed; however, the physician was unable to remove the air. Multiple aspiration attempts were made, but air continued to be drawn into the syringe. Bubbles were observed within the sheath shaft, and no air was observed entering the patient. Because air continued to be aspirated, the sheath was removed and replaced. The procedure was successfully completed using another faradrive device. No patient complications occurred.